Event description:
See section h. Number 6 for investigation updates.

Event description:
The company was made aware on (B)(6) 2021 that a patient underwent revision surgery to replace the neurostimulator (ipg) and tined lead due to pain and uncomfortable sensations after falling.